Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that reservoir o ring broke off and cannot completely lock into place. The customer¿s blood glucose was unknown. Customer stated that insulin pump lost date and time as well as customer cannot register new battery in insulin pump. Insulin pump will not be returned for analysis.